Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.6. Date: (B) (6) 2010, inratio: 2.6, lab: 4.0. Pt had just gotten out of the hospital because of a high inr. Pt was given vitamin k.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 1.6, reference: 4.0, mean: 2.80; confidence limits: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 2.6, reference: 4.0, mean: 3.30; confidence limits: 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1st inr: 1.6, 2nd inr: 2.6, mean: 2.10, sd: 0.71, %cv: 33.67. Since 33.67% cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Retain lot #221729 with code (B) (4) has been investigated. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for strip lot # 221729 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria, and then no further action is required. Precision - see scanned table. For each pair of replicates for each sample on strip lot #221729, mean and standard deviations were calculated. In-house test results have 7.39% and 4.17%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on in-house meters. No further investigation will be pursued. Conclusion: data analysis of mean and cv% calculations from comparison test data provided by end-user revealed accuracy and precision criteria's were not met. Product in complaint has not been returned. Strip accuracy and precision tests were performed with strips for retained lot #221729. Test results did not reproduce customer's observation. There is insufficient information to determine the root cause. As of (B) (6) 2010, 2 discrepant result complaints were reported for lot #221729 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Corrective action not required at this time.